Event description:
It was reported that the patient underwent a procedure to fuse o-c4 using posterior fixation plate/rod. The CT performed three and a half years post op confirmed that the oc plate rod broke at c1. Reportedly, the pt complained of feeling discomfort after he rotated his neck. Reportedly, fusion occurred in c1-2, but failed at o-c1. Revision surgery might be needed to fix occipit using a midline plate.

Manufacturer narrative:
(B)(4). Non-fusion. This part is not approved for use in the united states; however a like device catalog #6900280, 510k # k052402 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.